Event description:
Customer reported scratches on the screen of the insulin pump. Customer stated that he scratched the insulin pump against some rocks. Customer's current blood glucose reading is 67 mg/dl and has treated with crackers and soda. Customer declined any troubleshooting. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker.